Manufacturer narrative:
Zimmer biomet (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Review of manufacturing history shows lot released to distribution without anomaly. Review of complaint history found no additional related issues for this item. Review of complaint history found no additional related issues for this item. Root cause shows the product was conforming and there was a misunderstanding on how to read the label. In effort to prevent recurrence it was explained to the reporter the instructions on the label were meant for the USA not EU. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that when the 22x80mm splined knee stem was taken from the loan kit, a sticker was noticed on the outer cellophane packaging that stated for cemented use only even though the product is a splined cementless stem. The implant was opened to check if this was a splined stem. It was a splined stem so the case proceeded.